Event description:
It was reported that after a percutaneous interventional procedure, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, after inserting the device fully into the vessel, distal blood flow was restricted. The device was removed, but blood flow remained restricted. Using angiography an obstruction was identified proximal to the access site. It was believed that calcification had dislodged causing an occlusion. A thrombolectomy was performed restoring blood flow. The arteriotomy site was surgically sutured to achieve hemostasis. A clinically significant delay occurred due to the adverse event. There were no reported adverse patient sequelae. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. No device malfunction was reported. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a quality deficiency.